Event description:
Customer reported that she was hospitalized in intensive care unit because she passed out due to high blood glucose and dka. The blood glucose reading was over 1000 mg/dl at the time of hospitalization. Customer stated that her insulin pump was not giving the low reservoir alarms. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The unit was programmed with a 15 units fixed prime and monitored. Fixed prime delivered and recorded properly in the prime history screen. No delivery anomaly noted.